Event description:
It was reported that three days after the lead was implanted the patient felt a thoracic pain. The lead was out of the right ventricle. In 2007, a lead revision was performed due to lead infection, perforation an dulceration. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received our CAPA system has found this past-due reportable event.